Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced due to extra cardiac stimulation. No additional information was reported at this time.